Event description:
It was reported that prior to use foreign matter was discovered inside barrel with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: something black inside the barrel of one of the syringes.

Manufacturer narrative:
H.6. Investigation: customer returned (10) 1/2cc, 8mm, 31g syringes in a partially open poly bag from lot # 9091603. Customer states that the stopper is resting on the first line in barrel and he can see something black inside the barrel of one of the syringes. All returned syringes were examined and no defects were observed on any of the stoppers. However, one sample exhibited dark material on the outer surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is scale print ink. A review of the device history record was completed for batch# 9091603. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200816903, 200816785, 200817203] noted that did not pertain to the complaint. There was one (1) notification [200817302] noted for ink rings. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (ink on barrel). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (stopper issue). Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Maintenance dispatch 63859 was entered during the production of this batch for ink rings. The doctor blade, which removes excess ink from the print drum, was replaced to resolve the issue of the ink rings. H3 other text

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered inside barrel with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: something black inside the barrel of one of the syringes.